Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after the implant procedure, the patient was found to have low blood pressure. A left chest wall hematoma with moderate ecchymosis was noted on the left upper chest. The patient remained hospitalized and was given fresh frozen plasma and medication adjustments. The device remains in use. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.